Event description:
It was reported that the patient was hospitalized after being diagnosed with (B)(6). The infection was identified during a pap exam. During the initial assessment the patient¿s wound was not infected. However, infection was present at the first dressing change. At the second dressing change the wound had deteriorated further with increased signs of infection. ¿it was noted that the infection was not related to the dressing¿.

Manufacturer narrative:
.